Event description:
Two wolverine coronary cutting balloons were deemed defective during prep. The balloons were removed and replaced with no harm to the patient. Manufacturer response for two wolverine coronary cutting balloons, two wolverine coronary cutting balloons (per site reporter). Site emailed the rep [redacted name] who said they do not have an uptick in events and will file a complaint on his end.